Event description:
It was reported the patient had a fall and hit the pump really hard the night before last ((B)(6)-2013). Per the patient the pump moved up against his lung. The patient wanted the device to be checked because he thought he maybe in withdrawal due to increased pill intake. The patient was taking 3 pills a day rather than 2. The patient stated he started to shake a bit and the dilaudid pill stops the shaking. Per the patient the pain wasn¿t that much more because he had a high pain tolerance. The patient also indicated the hcp took the clonidine out because it caused swelling. The patient was also seeking a new hcp as his hcp was not responding to the patient¿s calls. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).